Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative. A catheter revision was being done on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter .

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving prialt 25 mcg/ml at 7 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient felt the prialt was not helping as much as morphine did. The patient had no significant improvement in pain since prialt has been in place. The actual onset was not provided. The healthcare professional was switching back to morphine, but the patient is not experiencing any side effects or issues with the pump. Additional information received indicated a pump purge was planned, but the healthcare professional was unable to aspirate the catheter. The physician was now thinking the issue with catheter may be result of the patient not having therapeutic effect. The patient is on oral opioids. The cause of the lack of therapeutic effect was indicated as prialt being not effective in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.